Event description:
The consumer reported, using the prod for seven hrs on the lower right side of her back. When the patch was removed, the consumer described a self-diagnosed second degree burn with blisters that ruptured and drained. The consumer's wound required topical medication and dressing changes for ten days and left a scar.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailble for eval and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the prod resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.